Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned, and an evaluation was completed. During inspection, olympus confirmed the reported event of adhesive peeled off the objective lens at distal end section. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely stress of repeated use, external factors or handling of the device caused the peeling to occur. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): instructions, operation manual, chapter 3 ¿preparation and inspection¿, section 3.3 ¿inspection of the endoscope¿ describes how to inspect for the subject event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 28mar2024.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the deflectable videoscope exhibited the adhesive around objective lens was peeled. There were no reports of patient involvement.